Manufacturer narrative:
The investigation determined the issue was resolved by replacement of a probe and the mixing tower.

Manufacturer narrative:
The customer changed a probe and the mixing tower. Since these actions, the ise has been working without any problems. Phone number was provided as (B)(6). Fax number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the k+ electrode on a cobas integra 400 plus analyzer. The first and third samples also had discrepant results when tested with the na+ electrode. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 80.5 mmol/l, which repeated as 135.5 mmol/l. This sample initially resulted with a k value of 0.69 mmol/l, which repeated as 4.53 mmol/l. The second sample initially resulted with a k value of 0.36 mmol/l, which repeated as 4.00 mmol/l. The third sample initially resulted with an na value of 85.3 mmol/l, which repeated as 139.3 mmol/l. This sample initially resulted with a k value of 0.64 mmol/l, which repeated as 4.99 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.